Event description:
PICC line hub detached from catheter at connection between hub and catheter. Unable to repair and catheter removed (with some difficulty). Unable to reinsert another PICC, so pt was changed to oral medication. PICC placed without difficulty on 1/12/95 and functioned well until this time. Declotted once on 1/26/95.